Event description:
I had saline mcghan style #168 breast implants since (B)(6) 1994. Since then I have had numerous health issues which include fibromyalgia pain that started within a few months after I got implants. I also started to have seizures 6 months after getting implants. I spent the last 23 years with diagnosis of breathing issues which included chronic bronchitis lowered immune system I was told by doctors. I developed severe food allergies and allergies to things I was never allergic to even as a child. I was diagnosed with rheumatoid arthritis and lupus which no one in my family has. I had breast pain the last couple of years and was told my implants were safe and I never had to change them. I also suffered from brain fog, vision was foggy even though my eye tests come back normal. I had acid reflux since I got my implants and never had any of these symptoms and illness prior to getting my breast implants. I have suffered for 23 years not knowing that all these health issues were from my implants. I have since had my implants removed and have improved about 80 percent my health symptoms and illnesses. To me that is proof that these implants are not safe and there is a chance women can have an autoimmune reaction to implants which is what my drs believed was what happened to me. I had capsular contraction and was not warned about any of these things that I went through. I spent many days in the hospital from various things like seizures and health issue that were caused by inflammation which I believe was a symptom from my body responding to my implants that my body rejected. I hope that no other women has to suffer the way I did for 23 years all because there was no proper research done on these breast implants. I want to add that I have had abnormal breast tissue the last couple of years and had a biopsy at the time of my explant breast surgery. I believe the implants changed my breast tissue and could have possibly caused breast cancer.